Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image shown on monitor due to bad cable and failed water leak test due to broken connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: did not display image on monitor when connected to tower due to bad cable and connector and failed water leak test due to broken connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camara head experienced no mage on monitor when connected to tower and stays on color bars during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.